Event description:
The patient was reportedly hospitalized for an infection. In 2009, the patient was treated with IV antibiotics for six days followed by ten days of oral antibiotics (antibiotic types unknown). The patient's device was explanted. The patient is reportedly doing well. Reimplant surgery will be investigated at a later date.